Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01024. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional this report is related to the following linked patient identifiers: (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported three patients experienced infection after a cystoscopy procedure was performed. Two patients tested positive for klebsiella urinary tract infection and one patient was positive for citrobacter amalonaticus. The patients were treated with antibiotics and the infections subsided. There were no further reports of patient harm. The customer reports following "normal protocol" for sterilization of the device.

Event description:
Additional information was received from the customer. The customer provided patient specific information and reported the patient underwent a cystoscopy on (B)(6) 2024. Symptom onset occurred on (B)(6) 2024, in which the patient complained of burning with voiding. A urine culture identified citrobacter infection. The patient was treated with intravenous (IV) ertapenem. The patient had since healed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the final investigation. Updated fields: a2, a3a, a4, a5, b3, b5, h2, h4, h6, h11. The device was not returned for evaluation. A field service engineer was dispatched to the customer site and performed a reprocessing in-service. During the in-service, multiple deviations from the standard cyf-v2 reprocessing protocols were observed: no precleaning steps performed, insufficient manual cleaning steps performed, and improper management of cleaning solutions for the device. Based on the results of the investigation, it is likely that the following led to the malfunction: multiple gaps in reprocessing the device correctly which could lead to contamination. The gaps in reprocessing were addressed with on-site in-services and training was provided to clinic staff to ensure reprocessing was compliant with the cyf-v2 reprocessing manual instructions date of issue 2023-03-31. Per per cyf-v2 reprocessing manual date of issue 2023-03-31: it is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment, and have a thorough understanding of the following items: ¿ professional health and safety policies of your hospital. ¿ instruction manuals for the endoscope, accessories, and all the other reprocessing equipment. ¿ structure and handling of the endoscope and accessories. ¿ handling of pertinent chemicals. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.